Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that patient was at work and had an alarm that her blood sugar was at 200mg/dl, so she took a bolus of 2 units and went on her day. She pulled out the continuous glucose monitoring again to see where she was at and it said it was high. So she took her blood sugar on her own and the reading on the meter said extreme high, blood sugar greater than 600mg/dl. She said that she did not feel bad but she did not feel tired. She took a big bolus and estimated what she would need, and set the alarm for two hours, when she woke after two hours, she retook her blood sugar and it was at 420mg/dl. So she took another bolus and checked the blood sugar again and it came down 200mg/dl. The insulin pump will not be returned for analysis.